Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with episodes of intermittent loss of ventricular capture. On (B)(6) 2020, the right ventricular lead was capped and replaced along with the pacemaker. There were no patient symptoms or complications noted prior to and following the procedure. Related manufacturer reference number: 2017865-2020-02257

Manufacturer narrative:
Analysis was normal. No anomalies were found.